Manufacturer narrative:
The device was broken apart to remove it and was disposed of at the hospital. Evaluation: reviewed device history records. Review of the DHR did not reveal any discrepancies.

Event description:
A 11x20mm bak/vista cage was originally implanted in 2007 at l5-s1. The patient started experiencing pain in the lower back and leg about two months later. A revision surgery was performed on approx two months later, to remove the cage. It was reported that the cage was properly positioned. There was no bone growth in the cage, another cage and anterior plate were placed during the revision.